Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device and as a result, customer reported experiencing symptoms of severe diaphoresis, confusion, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided dextrose intravenously, dextrose tablets, orange juice, and a peanut butter sandwich as treatment for the diagnosis of hypoglycemia. No further information was reported.